Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09476. The pt is implanted with two percutaneous leads (from different lots). It was reported the pt stopped feeling stimulation after her leads migrated while moving furniture. The pt underwent surgical intervention to explant and replace the system leads. The pt was reprogrammed and reported effective coverage in the desired pain pattern. No further pt complications were reported. The explanted products have been retained by the facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.